Event description:
Physician was using a 10mm trocar after insertion. It was noted that the plastic sheath was split but intact. After the procedure was complete and during removal of tocar, the part that was split, broke off. Surgeon had to remove the pieces from the pt; all pieces were removed.